Manufacturer narrative:
Not available for this device. The device was explanted and should be returned to manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not a motivated ci candidate and has always been a non-user. Further, the patient needs to undergo serial MRI examinations due to neurological problems. The patient was explanted on (B)(6) 2014.